Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets cannula fell out of body events on (B)(6) 2024. Patient also experienced redness at infusion set insertion site.the infusion sets has been used for 8-9 hours. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.